Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of salpingitis ('feel my tube inflamed'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), immunodeficiency ("immune system depleted"), pelvic pain ("pain on left side"), arthralgia ("elbow pain / left knee pain") and hypersensitivity ("I could be having an allergic reaction"). The patient was treated with surgery (scheduled for laparoscopy to have essure removal). Essure was removed. At the time of the report, the salpingitis, immunodeficiency, pelvic pain, arthralgia and hypersensitivity outcome was unknown. The reporter considered arthralgia, hypersensitivity, immunodeficiency, pelvic pain and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, immunodeficiency, pelvic pain and salpingitis, hypersensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: additional reporter added. Event of I could be having an allergic reaction added. Event of immunodeficiency downgraded to non-serious. Details of essure removal surgery added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ('feel my tube inflamed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), immunodeficiency ("immune system depleted"), pelvic pain ("pain on left side"), arthralgia ("elbow pain / left knee pain") and hypersensitivity ("I could be having an allergic reaction"). The patient was treated with surgery (scheduled for laproscopy to have essure removal). Essure was removed. At the time of the report, the salpingitis, immunodeficiency, pelvic pain, arthralgia and hypersensitivity outcome was unknown. The reporter considered arthralgia, hypersensitivity, immunodeficiency, pelvic pain and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, immunodeficiency, pelvic pain and salpingitis, hypersensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("feel my tube inflamed") and immunodeficiency ("immune system depleted") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), pelvic pain ("pain on left side") and arthralgia ("elbow pain/left knee pain"). At the time of the report, the salpingitis, immunodeficiency, pelvic pain and arthralgia outcome was unknown. The reporter considered arthralgia, immunodeficiency, pelvic pain and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, immunodeficiency, pelvic pain and salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ('feel my tube inflamed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), immunodeficiency ("immune system depleted"), pelvic pain ("pain on left side"), arthralgia ("elbow pain / left knee pain") and hypersensitivity ("I could be having an allergic reaction"). The patient was treated with surgery (scheduled for laparoscopy to have essure removal). Essure was removed. At the time of the report, the salpingitis, immunodeficiency, pelvic pain, arthralgia and hypersensitivity outcome was unknown. The reporter considered arthralgia, hypersensitivity, immunodeficiency, pelvic pain and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, immunodeficiency, pelvic pain and salpingitis, hypersensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received ¿ additional reporter added. Event of I could be having an allergic reaction added. Event of immunodeficiency downgraded to non-serious. Details of essure removal surgery added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.